Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump date become inaccurate when the pump came out of storage mode. The customer's blood glucose level was 216 mg/dl. Customer continued to use the pump for insulin therapy.